Event description:
Dexcom, inc has been manufacturing and supply numerous defunct continuous glucose monitors (cgms), in my experience, since (B)(6) 2023. This particular instance was due to the sensor wire (of the sensor patch) that is inserted into subcutaneous layer of the skin causing extreme pain and bleeding. This product failure occurs anywhere from 2-3 years. Prior to this issue, I have had the g7 sensor adhesive cause an extreme red, swollen and blistering rash (I have photos and receipts from my dermatologist) that caused me to seek outside medical attention to prevent further irritation and scarring. This occurred roughly 6 times from (B)(6) 2023 to (B)(6) 2023. I have also had experiences where the g7 sensor adhesive fails and the sensor patch slowly falls off causing it to fail, or it quickly falls off from the slightest pressure causing it to fail. This problem occurs 4-5 times a year. There are records that dexcom posses internally which detail each failure because every time there was a product failure I diligently contacted the company for replacements. There is a serious lack of quality control and product efficacy issues that are being unfairly dumped onto the consumer. A diabetic consumer who relies on high quality medical devices in order to manage a chronic (and at times life threatening) disease. A.) Blistered rash from dexcom g7 adhesive; b.) Previously failed dexcom g7 box due to adhesive rash #1; c.) Previously failed dexcom g7 box due to adhesive rash #2; d.) Current, failed dexcom g7 sensor due to wire sensor, box and sensor with bleeding; e.) Prescription ointment to treatment blisters, rash and swelling (from (B)(6); dermatology in (B)(6)).